Event description:
The account alleged the nurse call did not function. No patient impact.

Manufacturer narrative:
The account found the cable pins were bent. The account replaced the cable to resolve the issue.